Event description:
During an endoscopic sphincterotomy (est) with stone removal, lithotripsy to crush a 1cm stone was successfully performed. The physician used a cook endoscopy memory eight wire basket to capture the segments of the crushed stone. A segment of the crushed stone was captured with the basket. When withdrawing the basket, the basket separated from the drive wire, remaining inside the pt. The detached section of the basket (approximately 9cm in length) was removed from the pt using forceps. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Our eval of the product said to be involved confirmed the report. The basket has separated from the drive wire at the joint near the distal end of the device. All sections of the basket were included in the return; no portion is missing. The returned product was evaluated by the appropriate internal personnel. The component that connects the basket wires to the drive wire was subjected to a visual inspection under magnification. This inspection confirmed the joint was not formed properly during the mfg process. This is the most likely cause for basket separation from the drive wire. After a review of the device history record for the lot # said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is remote. Conclusion: the separation of the basket and drive wire at the joint is most likely due to improper forming of the joint during the mfg process. The appropriate personnel have been made aware of this observation in an effort to heighten awareness. Prior to distribution, all memory eight wire baskets are subjected to a visual and functional inspection to ensure device integrity. After a review of the device history record for this lot, no discrepancies or anomalies were observed. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. The product involved in this report was mfg prior to implementation of the corrective action. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.